Manufacturer narrative:
In conclusion, there are pt and lesion factors that may have contributed to the event.

Event description:
This female pt with a history of previous mi, previous pci with placement of 3.0x13mm velocity stent in the distal lcx (9/2010), hypertension, high cholesterol, and smoking, was admitting to the hosp for coronary intervention. The details of the initial procedure are not available. Elective angiography revealed a 70%, in-stent restenosis of the 3.0x13mm bx velocity stent. This lesion was concentric and tubular but it was not calcified or tortuous. The diameter of the vessel was 2.57mm and the lesion length was 10.29mm. Aha/acc classification of the vessel was a type b1. 10,000 units of heparin was administered via IV. The lesion was pre-dilated with a 2.5x20mm balloon inflated to 10atm. A 3.0x 18mm cypher stent was deployed to 14atm for 16-30 seconds inside of the restenosed bx velocity stent. Then , a 2.5x18m cypher was deployed to 14atm for 16-30 seconds at the proximal end of the initially implanted cypher, overlapping the proximal edge. Post-dilatation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was reported as 19% per ivus. During the same procedure a 68% stenosis was noted in the mid-lad. The lesion was predilated with a 2.5x18mm balloon inflated to 12atm. A 3.0x23mm cypher stent was deployed to 14atm for 16-30 seconds. Post-dilation was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was reported as 7% per ivus. The pt was discharged home on aspirin, ticlid, and warfarin potassium. Approx nine months later, a follow-up angiogram conducted and an 83%, focal in-stent restenosis was observed at the overlapping area of the implanted cypher stents within the distal lcx (reported under MFR. Report #'s 9616099-2006-00664 and 00665). The pt was asymptomatic. The pt returned approx one month later for treatment. An additional 3.0x18mm cypher stent was deployed within the overlapping area of the cypher stent in the distal lcx. The procedure details were unk. The pt was discharged in stable condition.